Manufacturer narrative:
(B)(4). The clip was explanted and will not be returned. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip mentioned is filed under a separate MFR number. Attachment: two cases of endocarditis after mitraclip procedure necessitating surgical mitral valve replacement (case 2).(B)(4).

Event description:
This is filed to report recurrent mitral regurgitation, endocarditis requiring surgery. The initial mitraclip procedure on (B)(6) 2015 was to treat functional mitral regurgitation (mr) with a grade of 3+. Two clips were implanted reducing the mr grade to >1. At the time of readmission on (B)(6) 2016, recurrent severe mr as well as severe tricuspid regurgitation were seen on preoperative transthoracic echocardiography (tte). Endocarditis was observed involving the mitraclips. Mitral valve replacement was performed using a 33 mm mechanical valve followed by tricuspid valve repair using an annuloplasty ring. Postoperative transesophageal echocardiography (tee) demonstrated good function of both valves and the patient was transferred to the ICU. ICU stay was complicated by respiratory failure followed by reintubation and eventually tracheostomy as well as circulatory arrest due to right ventricular failure. Finally after 20 days patient could be discharged to the ward and thereafter to a rehabilitation center. No additional information was provided.

Manufacturer narrative:
(B)(4). Based on the information reviewed, a definitive cause for the reported endocarditis could not be determined in this incident. The reported recurrent mitral regurgitation (mr) appears to be the cascading/secondary effect of the endocarditis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Correction: catalog number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product quality issue. Based on the information reviewed, a definitive cause for the reported endocarditis and recurrent mitral regurgitation (mr) could not be determined in this incident. The reported patient effects of endocarditis and worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.